Event description:
It was reported that customer's health care provider prescribed an increase in basal settings to address elevated blood glucose (bg) levels. Contact reported that customer's bgs tend to run between 200-300 mg/dl around the time that the customer eats. Contact does not believe the t:slim pump is the reason for the customer's pattern of elevated bgs.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.